Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc221870e0; model: sc-2218-70e; serial: (B)(6); batch: 16651534.

Event description:
It was reported that the leads of the patient had fractured due to multiple accidents that the patient had experienced. An x-ray imaging confirmed the lead fractured. The device remains implanted and in service.